Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer's representative (rep) they were experiencing surging in their neck and a shocking sensation which were sudden changes. Reprogramming was attempted, but at the time of the meeting with the patient they weren't experiencing the surging sensation. It was further reported stimulation was supposed to cover the patient's neck and arm, but now stimulation was only in his arm, not his neck. The change in therapy was not related to positional movement. Relevant medical history includes complex regional pain syndrome type I. When the patient attempted to decrease stimulation they were unable to, but were able to turn stimulation off. Impedance testing showed electrodes 0, 1, 8, and 9 were greater than 3,600 ohms and electrode 13 showed less than 70 ohms. The high impedances were determined to be the cause of the surging sensation. The rep. Did not have old records for comparison. There were no traumas or falls reported related to this issue. It was noted the patient did toss and turn when he slept at night. The physician was notified of the high impedances and an x-ray was taken which showed that it looked like the leads were fractured. The patient was due for an implantable neurostimulator (ins) replacement due to nearing the nine year mark, and a full system replacement was going to take place.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the top two electrodes on both leads were reading high impedance. Lead was found to have a missing electrode at replacement. The electrode remained in the patient. The leads were replaced due to breakage. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary for lead (lot number: v041671035): circuits #0 and #1 are open. No shorts were detected. The lead is broken and segmented at 59.3 cm from the proximal end which is located at the distal end of electrode #1 (electrode #0 was not returned). Conductor #0 is broken at both the distal end of electrode #1 and at the distal end of electrode #2. Conductor #1 is broken at both the electrode #1 crimp sleeve and at the distal end of electrode #2. Analysis summary for lead (lot number: v041671036): circuits #0 and #1 are open. No shorts were detected. Conductor #0 is broken at the electrode #0 crimp sleeve and conductor #1 is broken at the electrode #1 crimp sleeve. There was also observed environment assisted degraded insulation between connectors #2 and #4.